Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the device was not returned, therefore, a technical analysis could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The lesion was located in the left anterior descending artery. The physician advanced the 15mm x 3.00mm apex monorail balloon catheter to pre-dilate the lesion. The apex balloon was inflated three times. During the third inflation the apex balloon was inflated to 12 atms and ruptured. The procedure was completed with this device. No patient complications were reported and the patient's status is good.